Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, a battery life issue had occurred with 3 separate batteries out of at least 2 separate packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/22/2015 with the following findings: a review of the pump¿s black box showed a cs128-fb80 alarm. There was no evidence of short battery life observed. The returned battery cap and cartridge caps were used for testing. During testing, the pump alarmed with a cs128-fb80 alarm upon the first rewind attempt. The complaint could not be adequately investigated due to the recurring alarm. The pump cover was removed and there was moisture corrosion found on the printed circuit board and other internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.